Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that during a surgery, surgeon found the driver's head part broken while implanting the screw. Surgeon replaced the screws to complete the surgery successfully. The product came in contact with the patient. No patient complications were reported.

Manufacturer narrative:
Product analysis: visual review of returned product found only the tip of the driver returned for analysis. Microscopic examination of fracture surface reveals a quasi-brittle fracture surface with river lines and no indication of fatigue or torsion. The driver sleeve engaged the threaded with difficulty due to thread damage on the returned mas head. The threaded portion of the driver sleeve is designed to mitigate instrument misalignment and associated bending stresses. This is consistent with not fully engaging the threaded portion of the driver sleeve into the mas head. The angulation and morphology of the fracture surface, in addition to the mas head thread damage suggest failure due to bend stress overload.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.